Event description:
It was reported to philips that there was an issue with wired footswitch. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a planned/non-emergency procedure. The user had to do repeat action on footswitch to complete the procedure. The remote service engineer (rse) checked the system remotely and confirmed that the wired footswitch was faulty. Upon troubleshooting rse checked with the customer technician and found that the pedal shows signs of fatigue and confirmed bad contacts in footswitch. To resolve the issue, the rse ordered wired footswitch and was replaced by the customer. The defective part was sent for analysis, for footswitch, malfunction was observed, and the failed components were missing locking screw on connector and broken thread from locking screw. After replacement, the system was returned to good working conditions. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported geometry movement issue did not impact the completion of the procedure. The procedure was completed as planned by repeating the action on the same footswitch, with no impact and no delay on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.